Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9029658. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-01-29. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: 2 samples were received. They came assembled to a 3ml syringe. They have the plastic shield. Both have residues of a drug. The plunge rod was pushed down and the residues of drug was expelled. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: failure mode could not be verified. This is the 11th complaints for the lot # 9029658 for the same defect or symptom. There was no documentation for this type of defects during the entire production run of this batch. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd precisionglide¿ needle was blocked during use. Lot# 9029658 was reported to have had 1 occurrence of this event, while an unspecified lot was also reported to have had 1 occurrence of this event. The following information was provided by the initial reporter: "contact reported two needles that couldn¿t be used , one on (B)(6) 2020 and one about two months ago, cts to estimate event date as (B)(6) 2019"